Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/16/2020. A manufacturing record evaluation was performed for the finished device lot number qdmcuu, and no non-conformance's were identified. Additional h3 investigation summary: it was reported that the suture broke at attachment area. An empty opened foil, an empty opened folder, a detached needle and a dispensed suture of product code v1047, lot # qdmcuu were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and no suture remnant could be observed at the barrel hole, the ends of the suture was examined and there isn't enough impression at the swage end, resulting in a needle pull off defect. The pull-out defect has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional h3 investigation summary: it was reported that the suture broke at attachment area. Five sealed boxes (24ea) and four unopened samples of product code v1407, lot # qdmcuu were received for evaluation. During the visual inspection of thirty-two unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean by "suture broke at attachment area"? Suture separated from needle. Please confirm how many devices present the issue. Number of affected sutures is unknown. What is the event day and procedure date? Unknown.

Event description:
It was reported that a patient underwent a c-section procedure in 2020 and suture was used. During the procedure, it was reported that the suture got detached from the needle. There were no adverse patient consequences reported. Additional information was requested.